Event description:
It was reported that the pump battery would not charge despite the use of a tandem charging cable and attempts with both the original and different wall adapters. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to using multiple daily injections (mdi) as a backup therapy while technical support arranged for a replacement pump. The customer received instructions on returning the faulty pump using a pre-paid label and understood how to put the pump into storage mode.